Event description:
The device is used in the transendoscopic delivery of the given pillcam sb video capsule to the stomach or duodenum in patients who are either unable to swallow the video capsule, or unable to pass the video capsule beyond the pylorus in sufficient time to complete the desired diagnostic evaluation. On (B)(6) 2012, us endoscopy received a medwatch report stating the following: endoscopy capsule deployment device failed to deploy capsule. Additionally, the report indicated there was an injury and that intervention was required.

Manufacturer narrative:
Us endoscopy has conducted an investigation into the medwatch report filed by the facility. Us endoscopy has confirmed with the user facility that the device was used during an egd procedure. No patient injury occurred and no intervention was needed to prevent patient or user harm. The procedure was completed with another device, and the event did not result in any delay. The actual device involved was not returned for investigation. Review of the lot history record indicates no problems in the manufacturing of this device.